Manufacturer narrative:
(B) (4). (B) (4). This reported was filed by the MFR. Visual exam and functional testing confirmed the reported leak in the IV tubing and crush marks on the upper fitment. The cause of the leak was due to a pinhole in the silicone segment; however, the root cause of this failure (the pinhole) was not identified. The known failure modes for leaks in the silicone segment have previously been identified to be due to use conditions such as excessive force/improper set orientation during installation or removal; cuts, pinching, and tearing, etc. The lot# was not identified. Based on the smartsite laser #, the MFR database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.

Event description:
Customer reported that lipids leaked from the pump, a hole in the pumping segment was noted. The administration set and lipids were replaced without incident. No pt harm reported and no medical intervention required. No further info was available.